Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery. After the guidewire crossed the lesion, a 2.25x28mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure and after several attempts, the tip of the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.